Event description:
Medtronic received information regarding a lumboperitoneal (lp) shunt. It was reported that the patient had been implanted prior to the radiofrequency ablation (rfa) procedure. After the rfa procedure was completed successfully, the patient observed the implanted device settings had changed unexpectedly without intervention. Additionally, a week after the rfa procedure, the patient experienced symptoms of headache, dizziness, and discomfort. The pain physician assessed these changes as related to the rfa procedure. However, the neurosurgeon assessed that the implanted device appeared to be functioning normally. Despite this, the patient was hospitalized and underwent a revision procedure to replace the device. There were no reported patient complications postoperatively.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.